Event description:
The following has been reported: problem: upstream sensor alarm action: replaced sensor and tested. Filled out nc po for parts. Resolution: returned to service. Reporting due to the referenced issue as a conservative measure. No adverse event reported. More information is needed to complete the investigation.